Event description:
As reported, when using two 6f mynxgrip vascular closure devices (vcd) the shuttle handle is able to shuttle properly; however, the advancer tube does not properly deploy, and the plug gets stuck in the tamper straw during deployment. The plug expands and splits the plastic straw leaving the plug behind. There were no reported injuries to the patient. The devices will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Section h10 corrected. Related report number attached: 3004939290 2024 00758. As reported, when using two 6f mynxgrip vascular closure devices (vcd) the shuttle handle can shuttle properly however, the advancer tube does not properly deploy, and the plug gets stuck in the tamper straw during deployment. The plug expands and splits the plastic straw leaving the plug behind. There were no reported injuries to the patient. More information was requested but was not provided. The non-sterile mynxgrip vascular closure 6/7f device associated with this complaint was returned for analysis. Visual inspection showed that the shuttle was engaged to the black handle with the stopcock open and a syringe attached to the device. Additionally, the sheath used during the procedure was not returned. The conditions of the received unit, where the advancer tube and sealant were seen distally displaced led this investigation to infer that a deployment mechanism triggering was executed before the unit¿s arrival to cordis lab. Functional analysis was partially executed by completing the removal of the sealant and advancer tube that were already deployed. Additionally, a functional deflation, inflation analysis was executed, and it was seen that no issues related to an inflation deflation issue were seen. Based on the information provided, and the conditions of the returned device, the failure reported as ¿sealant - failure to deploy - advancer tube¿ was not confirmed as it was seen that the advancer tube was present in device returned on the deployed position along with the sealant already deployed. Procedural or handling factors may be the underlying cause. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock at the definitive stop, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, when using two 6f mynxgrip vascular closure devices (vcd) the shuttle handle is able to shuttle properly; however, the advancer tube does not properly deploy, and the plug gets stuck in the tamper straw during deployment. The plug expands and splits the plastic straw leaving the plug behind. There were no reported injuries to the patient. Additional information was requested but was not provided. The devices will be returned for evaluation.

Manufacturer narrative:
As reported, when using two 6f mynxgrip vascular closure devices (vcd) the shuttle handle can shuttle properly however, the advancer tube does not properly deploy, and the plug gets stuck in the tamper straw during deployment. The plug expands and splits the plastic straw leaving the plug behind. There were no reported injuries to the patient. More information was requested but was not provided. The non-sterile mynxgrip vascular closure 6/7f device associated with this complaint was returned for analysis. Visual inspection showed that the shuttle was engaged to the black handle with the stopcock open and a syringe attached to the device. Additionally, the sheath used during the procedure was not returned. The conditions of the received unit, where the advancer tube and sealant were seen distally displaced led this investigation to infer that a deployment mechanism triggering was executed before the unit¿s arrival to cordis lab. Functional analysis was partially executed by completing the removal of the sealant and advancer tube that were already deployed. Additionally, a functional deflation, inflation analysis was executed, and it was seen that no issues related to an inflation deflation issue were seen. Based on the information provided, and the conditions of the returned device, the failure reported as ¿sealant - failure to deploy - advancer tube¿ was not confirmed as it was seen that the advancer tube was present in device returned on the deployed position along with the sealant already deployed. Procedural or handling factors may be the underlying cause. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock at the definitive stop, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the phr review, nor the product analysis suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.